Manufacturer narrative:
H10: as the serial number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a: through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a biopsy procedure, the driver initially displayed an error code. It was further reported that the driver started to sample on its own and stopped after a while by it's self. Reportedly, the machine was restarted and the procedure was completed. There was no reported patient injury.

Event description:
It was reported that during a biopsy procedure, the driver initially displayed an error code. It was further reported that the driver started to sample on its own and stopped after a while by itself. Reportedly, the machine was restarted and the procedure was completed. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a device history record and manufacturing review was not required as the event was determined to be expected and the investigation did not identify any manufacturing and/or service-related issues. Investigation summary: the encor enspire system was received for evaluation. The encor enspire system was visually inspected upon receipt and found to be good condition. The device label was found to be unreadable with zero detail and appeared to be erased due to some chemical wipe used by the customer. The device was then functionally tested and passed the tests during evaluation. No other anomalies were identified. The device s/n detail was picked up from the frame of the unit and a new label was printed and placed on the unit during servicing and repair. Therefore, the investigation is determined to be unconfirmed for the reported device unintended movement issue as the device functioned as intended during functional testing. The investigation is determined to be confirmed for the identified illegible label and user related issue as the information on the label was unreadable and appeared to be erased with some chemical wipe used by the customer. The root cause for reported unintended movement issue cannot be determined as the problem could not be reproduced. The root cause for the identified illegible label issue was determined to be due to some chemical wipe used by the end user causing the label to become unreadable. Labeling review: a review of encor enspire breast biopsy system instructions for use (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) determined the product labeling is adequate. Per the encor enspire breast biopsy system instructions for use, clean all exposed surface of the encor enspire breast biopsy system, cables and foot pedal with a soft, lint-free cloth dampened with dispatch or a similar cleaning solution or disinfectant. Do not use abrasive cleaners or spray any fluids directly onto any part of the encor enspire breast biopsy system or cables. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.